Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A third party field service representative evaluated the device and identified during service that the turbine seized.

Event description:
The customer reported no turbine operation issue on the ltv 1200 unit. There is no information regarding patient involvement associated with the reported event.